Manufacturer narrative:
Customer reported limited information about gas output issue intially. We have requested more information but have not recevied as of yet. This report is based soley on user reporting device not delivering set oxygen concentration. No patient injury reported. Device in question has not been evaluated by sechrist at this time. The device in question is past its service life and can no longer be serrviced by sechrist. Customer has been informed of this. At this time, the report is based on the information we have. We have requested more information from customer so we can complete investigation. The instructions for use were reviewed and found to provide adequate instructions for the safe and effective use of this device. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no.: (B)(4).

Event description:
Customer reporting, "the oxygen blender was not providing 100% oxygen, as it was set to, but a much lower fio2." No patient involvement or injury reported. No other information provided at this time.